Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the new clip applier could not be fired even if the procedure remaining was 3. It was verified by the sales rep that the on the tip of the device, the clip was stuck. The tissue was not hard and it was not in a condition of clip-on-clip. The procedure was completed with another device. There was no patient injury.